Event description:
Customer reported that he was hospitalized due to being in a motorcycle accident. Customer stated that the accident was not caused by diabetes related issues. He confirmed that at the time of the accident he was wearing the insulin pump and his blood glucose level was 127mg/dl. He also stated that due to anesthesia received at the hospital, his blood glucose increased to 400mg/dl and that his insulin pump is showing physical damage caused by the accident. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.